Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy, sports medicine, and rehabilitation titled "a prospective observational study on short-term functional outcome of arthroscopic anterior cruciate ligament repair of proximal tears using knotless single suture anchor technique." The study reviewed one hundred twenty-two (22) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. One (1) patient had subjective instability, recurrence, re-rupture during the six (6) month follow-up period. Ref: chitten, j. J. And m. Arora (2021). "A prospective observational study on short-term functional outcome of arthroscopic anterior cruciate ligament repair of proximal tears using knotless single suture anchor technique." Indian j orthop 56(3): 437-444.